Event description:
It was reported that the patient¿s blood glucose level rose to greater than 14 mmol/l (252 mg/dl) while wearing the pod for 44 hours. Upon removing the pod, the cannula was found to be bent.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to confirm or determine the root cause for the reported issue of a bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: unavailable. Omnipod software app version: unavailable. Operating system: unavailable. Hardware: unavailable. Cgm sensor type: unavailable. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.